Event description:
It was reported that the patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture thresholds. A chest x-ray was performed and revealed that the rv lead had been dislodged due to possible twiddler's syndrome. The ra lead was capped and replaced on (B)(6) 2025. Patient was discharged.